Event description:
It was reported that the patient with this pacemaker system called technical services (ts) and stated that their remote communicator displayed a red call doctor (rcd) icon. Subsequently, troubleshooting efforts were performed and a successful upload was received. Ts reviewed the data and determined the rcd indicated that a lead safety switch (lss) was triggered due to the device having recorded high out of range pacing impedances measuring greater than 2000 ohms on this right ventricular (rv) lead. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this pacemaker system called technical services (ts) and stated that their remote communicator displayed a red call doctor (rcd) icon. Subsequently, troubleshooting efforts were performed and a successful upload was received. Ts reviewed the data and determined the rcd indicated that a lead safety switch (lss) was triggered due to the device having recorded high out of range pacing impedances measuring greater than 2000 ohms on this right ventricular (rv) lead. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.